Event description:
It was reported by the rep that (1) ems device was used during a laparoscopic hernia procedure. It was reported that when the surgeon fired the device it worked at first but then the staples began malforming and jamming. The case was completed with another device and there was no incident or complication to the pt.